Event description:
A user facility reports a scratch was noted on the intraocular lens. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.